Manufacturer narrative:
After concluding the investigation, a most likely root cause was identified concerning the proximity of the planned screws of the plates to the superior border of the mandible.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Design and manufacturing parameters have been investigated and are not considered as a possible root cause at this time. Additional investigation is still ongoing.

Event description:
During routine inspection, patient showed signs of infection at both mandibles. Plates were removed on (B)(6) 2018.